Event description:
On july 10, 2015, it was prepared a final report with the info collected during the investigation, already reported in the initial report. On july 15, 2015, the report was sent to the initial reported and the case was closed. Ref MFR #3005180920-2015-00042.

Event description:
The pt came in complaining of pain. The surgeon determined the fixation of the stem was no longer good. The surgeon described the problem as "potting" meaning the distal part of the stem had good connectivity with the bone but the proximal part of the stem had loosened. The initial stem was press-fit and not cemented. The surgeon performed a revision by removing the initial head, liner, and stem. A cemented stem was used in the revision. MFR ref #3005180920-2015-00042.